Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that resistance was met removing the protective sheath from the nc trek. The nc trek was very difficult to advance on the guide wire and during advancement, the device prolapsed out of the vessel. The guide wire and nc trek were removed together as a unit. After both were removed from the anatomy, the nc trek was able to be removed from the guide wire. The same guide wire was used with another nc trek without further incident. There were no adverse patient effects. No additional information was provided.